Manufacturer narrative:
Become aware date has been updated to 23september2022.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware date has been updated to 23 september 2022.